Event description:
As reported by the edwards field clinical specialist, the edwards commander delivery system was successfully removed from the patient. A vascular injury was observed. The reported cause was due to the operator and a non-ew closure device failure (perclose) that wasn't set correctly tearing the arteriotomy site. There is no allegation that the ew device caused or contributed to the vascular injury. Ew reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
Additional information received on 22-aug-2023 for mw5121123. Correcting procode.